Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) , sn:(B)(6) , and sn (B)(6) were performed in salesforce which did locate similar one (1) complaint with the same failure mode for this serial numbers. A review of the device history record for sn (B)(6), sn:(B)(6), sn (B)(6) were performed from 30-oct-2022 to 30-oct-2024 and confirmed that these devices were not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that that anesthesia and medstation were going to black screen due to devices power saver were on the technical service specialist dialed into the devices, followed ka 0000171033 to ran the powershell command to disable all nics, then ran the powershell command to disable power management of all usbs following by running the powershell command to disable bluetooth and then rebooted station to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly stopped responding during a procedure and causing a risk of patient safety. The customer stated that there was a delay and confirmed no patient harm. There were no adverse events or injuries reported based on this incident.